Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold, loss of capture and low impedance. A perforation was noted through an echocardiogram. It was noted that during the extraction this lead came out in pieces. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold, loss of capture and low impedance. A perforation was noted through an echocardiogram. It was noted that during the extraction this lead came out in pieces. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes this lead appeared to have perforated the patient's heart.